Event description:
A nurse reported to baxter (B)(6) that a blood leaked in the tubing was observed during patient use. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.